Event description:
It was reported that customer was hospitalized for low blood glucose levels. It was reported that customer's roommate came home and found him unconscious. Emt's were called and customer was hospitalized accordingly. Advised nurse to have customer call back to complete troubleshooting once blood glucose levels were stabilized.